Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Additional product code: hwc. This report is for an unknown nail head elem: tfn lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review - null.

Event description:
It was reported that the patient underwent revision of titanium trochanteric fixation nail (tfn) to total hip arthroplasty on (B)(6) 2018 due to malunion, instability and complained of pain. Devices were originally implanted on (B)(6) 2018. There was no product malfunction reported. The tfn, (2) two distal locking screws, and unknown lag screw were removed easily without any problems. The surgery was successfully completed. It is unknown if there was a surgical delay. Patient outcome is unknown. No additional information to report. This report is for one (1) nail head elem: tfn lag screw. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).